Event description:
It was reported that the pink slide did not move forward, after wearing the pod on the abdomen between 36 and 48 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 410 mg/dl. A manual insulin injection was administered and a new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward, after wearing the pod on the abdomen between 36 and 48 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 410 mg/dl. A manual insulin injection was administered and a new pod was applied as treatment.